Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient experienced an infection that required explant of the device. The device system was used to deliver baclofen. It was later reported that the patient had experienced cellulitis, drainage, swelling, redness over the pump. A culture was taken of the incisional wounds and was positive (specific results were not provided). The cause of the infection was unknown. The pump and catheter were explanted, antibiotics were given and the patient was discharged from the hospital on (B)(6) 2014. The device system was used to deliver gablofen.